Event description:
Olympus medical systems corp. (Omsc) was informed from the user that in unspecified timing, it was found that the color bar was displayed on the monitor even if the subject device connected. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated, and also found that there was water invasion into the video connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the electrical short circuit of the internal circuit, which might be caused by the liquid invasion due to the breakage of the video connector. It was also surmised that the connector breakage was caused by an impact such as the user dropping the subject device. If additional information is received, this report will be supplemented.